Event description:
The customer reported that he had a calibration error with the sensor of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was giving the detail to what happen then the line just dropped the call. We called the customer back but no answer. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.